Event description:
Midline intravenous catheter tip retained in patient's body when catheter hub removed; unable to visualize on imaging. Catheter tip was not visualized during interventional radiology procedure and same results for CT.